Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a tortuous de novo lesion in the proximal circumflex coronary artery. A 3.50 x 28 mm xience xpedition stent was successfully deployed. On removal of the unspecified guide wire, resistance with the deployed stent struts was met and the guide wire became stuck. The guide wire was pulled and removed from the anatomy; however, following this, the stent was noted to be compressed longitudinally and collapsed at the proximal edge. As a result, the patient underwent a coronary artery bypass graft (CABG). The patient was reported to be doing fine post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the guide wire interacted with deployed stent during removal causing the reported difficulty to remove. During the removal the guide wire the stent was compressed and collapsed causing the reported device damaged by another device and subsequent material deformation and subsequent material deformation and patient effects of surgical procedure and hospitalization. There is no indication of a product quality issue with respect to manufacture, design or labeling.